Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 11:00am at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 240mg/dl. A normal result for that time of day is usually around 102mg/dl. The caller stated that the end-user is on a sliding scale as follows: 25 units only before bedtime five units 3 times per day with humalog on a sliding scale. About 15 minutes after testing the paramedics were called due to the end-user being fatigued and sweaty. No medication were consumed. The end-user had strudel, sausage, and orange juice while waiting for paramedic to arrive. Paramedics arrived in about 5 minutes. The paramedics tested the end-users blood glucose with their meter and received a result of 72mg/dl. Paramedics also tested the end-users blood glucose with his prodigy meter and received a result of 202mg/dl. The caller stated that the end-user was given a glucose solution to lower his blood glucose and he was not transported to the hospital. The caller was informed that the end-users test strips are expired and was educated to always discard expired products. Prior to seeking medical attention the end-user had his insulin changed from 30 units to 25 units. Nonadditional information was provided.